Manufacturer narrative:
A specific lot number is not known.

Event description:
Information was received indicating that the since the customer switched to a different model of the cadd cassette reservoirs - flow stop, there has been frequent 'high pressure' messages on the cadd infusion pump. There were no adverse events reported.